Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: the reported issue (black dust accumulating in the bacteria filter) was unable to confirmed by carefusion certified service technician. Turbine assembly, passed bench test and was working normally in spec with all testing settings. Visual inspection does not reveal any anomalies and internal investigation was unable to verify that the turbine manifold assembly had or contain any black dust particles.

Event description:
The customer reported that the ventilator had black dust particles accumulating in the bacteria filter.